Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and is not available for return to the manufacturer for analysis. The instructions for use (IFU) identifies stroke or tia (transient ischemic attack) as potential complications associated with use of the device.

Event description:
It was reported that the fred device was used for treating a patient for left pcomm and anterior choroidal aneurysms. The pcomm measured 1.6x2.7x2.6 (neck 2.5) and the anterior choroidal measured 2.5x2x2 (neck 1.5). On the day of procedure the ica vessel measured proximal 3.03 and distal 3.2. Did not re-sheath during deployment. When patient woke up with transient right sided weakness, the dapt changed to brilenta. Patient experienced transient ischemic attack (tia) symptoms a couple hours after procedure (problem formed some clot in stent then) and was converted to ticagrelor (brilenta) where symptoms subsided. The patient was discharged the next day after procedure and reportedly came back that evening with a perforator stroke with decreased perfusion by MRI. Ten days later, the patient returned with flow limiting clot in stent (stroke) and the physician utilized a stent retriever and aspiration to remove the fibrous clot. The next day ica vessel re-measurement was performed as proximal lat 2.9/3.2 and proximal ap 3.4 and distal 3.1. The patient is still in hospital with right sided arm and leg deficits. Rehab recommended.

Manufacturer narrative:
Additional information: h6, h10 (summary of investigation). Summary of investigation: eight short avi format videos are provided (no still dsas, no measurements). They are short, subtracted roadmaps and unsubtracted fluoro captures that show catheterization of the left m1 with a headway 27, partial deployment of a fred x from the mid/proximal m1 to a point just above the described left small pcom, and anterior choroidal aneurysms. Then, a duo microcatheter is positioned into the pcom aneurysm with microguidewire guidance. The aneurysm is then coiled (medium packing); a short straight tail of the last coil may be slightly protruding into the ica. The fred is then completely deployed (covering the coil tail) with its proximal end just distal to the ophthalmic artery. Fred apposition appears satisfactory. The clotting is not visible in the provided imaging; the cause for the clotting complication and the neurological deficit is not seen on these videos.